Event description:
It was reported that the caller was unable to get the device interrogated with the programmer. The magnet rate of the implantable device was at 100 beats per minute (bpm). The programmer identified the device, but could not interrogate the device. Repositioning the programmer head and having the patient lean forward did not resolve the issue. The caller was able to get the device interrogated in another room. The caller noticed an auto-restore was done by the programmer which was successful and they did not need to do anything else with the device. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).